Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): abdominal distention, fluid collection, adhesions. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient presented to (B)(6) hospital for a repair of a ventral hernia on (B)(6) 2008 the patient's hernia appeared to be periumbilical and she was taken to the operating room, where it became evident that there were multiple ventral hernias. The patient underwent a repair of those multiple ventral hernias, and mesh was placed during this repair. The patient's postoperative course was uncomplicated. In the months following the surgery, it is alleged that the patient experienced abdominal pain and discomfort and bloating. The patient followed up with the surgeon on (B)(6) 2009, complaining of pain in her midline upper abdominal wall. CT scan revealed a midline fluid collection involving the infra-umbilical abdominal wall. The patient was allegedly advised that she was retaining water and that no further intervention was required. On (B)(6) 2009, the patient presented to a hospital in (B)(6), with complaints of abdominal pain, nausea, vomiting and abdominal distention. An exploratory laparotomy was performed, which revealed multiple intestinal adhesions. The adhesions were adhered to an inverted mesh. The parietal face of the mesh appeared to be in contact with the intestinal loops. An omentectomy was performed, with release of the intestinal loops adhered to the mesh and total extraction of the inverted prosthetic material. A new like mesh was inserted to close the abdominal wall defect. The patient continued with intestinal and jejunoileal fistulas and additional surgeries.